Event description:
It was reported that during a atherectomy/ptca treatment procedure, the maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, stenotic lesion in the lad coronary artery. The maverick2 monorail balloon was being used to post-dilate the lesion after rotablator intervention. The maverick2 monorail balloon was removed and replaced with another maverick2 monorail to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.